Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 10 closed samples and 1 open and used sample that shows fraying/splitting in the thread surface. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.35 kgf in average and 0.33 kgf in minimum (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum). However, sewing test on artificial skin tissue has been conducted with some closed samples received and fraying appears when pulling the thread through the tissue. Reviewed the batch manufacturing record of this product, there was an incidence but was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed.

Manufacturer narrative:
Additional information and investigation results will be provided, if applicable.

Event description:
It was reported that there was an issue with the optilene. The suture was noted to be fibrous and it broke after several stitches. It likely occurred during a pediatric cardio-procedure. Additional information was not available.